Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2006, the plaintiff was implanted with an ams sparc to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleged that the plaintiff "began experiencing pain with sexual intercourse known as dyspareunia, pain, urinary problems and infections some time after implant." The plaintiff's attorney also alleged that the plaintiff experienced "severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering," "serious bodily injury and harm" and "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment."